Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ needles were not placed correctly in the hub. This occurred on 8 occasions before use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that the needles were not placed correctly in the hub. 1. Description of issue: contact reports customer is running short on syringe/needles due to customer throwing them out at times prior to the filling step when needles were not placed correctly. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 8. 4. Item number: 3 ml syringe ¿ 309657. 5. Product lot number: customer does not have it. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No injury. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No medical intervention. 9.resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10.note: product category = needle/syringe issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needles were not placed correctly in the hub. This occurred on 8 occasions before use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the needles were not placed correctly in the hub. Description of issue: contact reports customer is running short on syringe/needles due to customer throwing them out at times prior to the filling step when needles were not placed correctly. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 8. Item number: 3 ml syringe ¿ 309657. Product lot number: customer does not have it. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No injury. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No medical intervention. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category = needle/syringe issue.